Event description:
It was reported that the device was explanted due to premature depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Std (save to disk) data from the device indicates it did not meet expected longevity. Further analysis of the device was conducted. Device summary: the excessive current drain in this device was confirmed. The cause of the high current drain was a leaky tantalum capacitor that was used as the left ventricular hold capacitor. This type of capacitor stores energy until pacing is required by the device. When a hold capacitor is leaky, the energry storage is reduced such that when therapy is required, the device makes up the difference in energy but this depletes the battery more rapidly.

Event description:
Asku